Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump currently showing a fill estimate issue. Blood glucose level impact was not reported; however, cts educated caller that any positive value is considered accurate, which implies no immediate concern. Caller declined the recommendation to deliver a bolus for updated insulin estimate but was advised to call back if the issue persists, understanding and acknowledging the guidance provided by cts.